Manufacturer narrative:
Additional information: device available for evaluation yes, returned to manufacturer on 09/20/2016. Device returned to manufacturer yes. Device evaluation the device was returned to the manufacturer. It can be seen the lens is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The lens issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. The product was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlboo intraocular lens (iol) was explanted from patient's right eye due to change in diopter. The lens was exchanged with a non-abbott iol. No further information was provided.